Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use of IFU: the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2017 having had recent labs that indicated a drop in hemoglobin/hematocrit (hg/hct) as reported 7.3 and 22.0. The international normalized ratio (inr) was 3.2. The patient was admitted to the unit for further gi bleeding workup and the coumadin was placed on hold. The patient was given 2 units of packed red blood cells (prbc). On (B)(6) 2017, an upper endoscopy performed. On (B)(6) 2017, a video capsule endo was performed showing moderate blood in the small bowel. On (B)(6) 2017, a repeat upper endoscopy was performed with two small arteriovenous malformations (avms) cauterized. The patient was observed for two days and restarted on coumadin for  an inr goal of 2.0-2.5. The patient was discharged home on (B)(6) 2017 with inr 2.2.